Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "after smooth placement of the catheter, the user injected the medical agent, which was administered from the tip of the catheter but leaked from the insertion site at the same time." It was reported the catheter was used "as is". No patient injury or complication reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "after smooth placement of the catheter, the user injected the medical agent, which was administered from the tip of the catheter but leaked from the insertion site at the same time." It was reported the catheter was used "as is". No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc for evaluation. Visual examination did not reveal any defects or anomalies. The total length of the catheter measured to be 215 mm which is within specifications of 207-227 mm per product drawing. The catheter was initially flushed to ensure no blockages were present. Functional testing was then performed by connecting the extension lines of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 300 kpa and held for 30 seconds. No leaks were observed from any region of the catheter while testing. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "ensure catheter patency prior to injection. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce risk of intraluminal leakage or catheter rupture." The customer report of a catheter leak could not be confirmed based on complaint investigation of the returned sample. The returned catheter passed all relevant visual, dimensional, and functional testing, and a device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.